Event description:
It was reported the lower display was not functioning. The external pulse generator (epg) was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification. It was also noted that the upper case, lower case, both bail covers and ring cover were broken, the lead flex cover was contaminated, the heart wire contacts were patinated, the battery contacts were compressed, the lcd screw was missing and the encoder flex was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lower display was not functioning. There was no patient involvement.